Event description:
Complainant is contracted by a staff leasing services as a interpreter. They act as the translater between multiple medical device firms conducting various procedures (usually testing a device) on pts who speak only spanish. They stated that in 2001 their eardrums were damaged by a transtelephonic pacemaker monitoring device, which is manufacturered by medtronics & tested by raytel cardiac services. They stated that no one informed them that the device used for the test would make any noise. They routinely used headphones while translating. The entire phone call lasted approx 11 min. & the device emitted 3 loud noises approx 10 sec ea. They stated that they have been diagnosed with tinnitus & some loss of hearing due to the loud noises they experienced during the incident. They are currently receiving workers' compensation & have filed a lawsuit against both medtronics & raytel services. When asked if they would allow FDA access to their medical records they became angry and stated they felt like they have released their medical records to 'everyone' and they are 'probably part of public record by now'. They stated they refuse to allow anyone else access to their records. They also refused to give any info concerning their physician other than that the diagnosing physician was an ent from workers' compensation. Update: rec'd 2nd call from complainant 2003, who stated they would reluctantly allow FDA access to med recs if it would further their case. They also stated a co-worker of their might call with a similar complaint in the near future.